Manufacturer narrative:
Patient date of birth not available for reporting. 510k: this report is for an unknown sleeve/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that patient was implanted with a variable angle distal humerus plate (va dhp) for a supracondylar fracture on the humeral distal end on (B)(6) 2018. With the help of an unknown sleeve, a va locking screw was inserted into a distal hole of the va dhp plate. The screw was reported to just spin in the hole and did not lock. Surgeon attempted insertion in a different distal hole but achieved the same results. Surgeon then replaced the plate and was then able to insert the screws and lock them. Surgery was completed with a delay of approximately 5 minutes but no adverse consequence to the patient. After the procedure, surgeon stated the sleeve may not have attached to the plate during drilling, which could attribute the scratches in the damaged holes of the plate. This report is for one (1) unknown sleeve this is report 3 of 3 for (B)(4).